Event description:
Clouding of the eye during surgery; suspected corneal opacification or edema. Severe inflammatory response the day after the surgery. Resolved after treatment with antibiotics and steroids.